Event description:
Over the past months every time I have changed my infusion set in the same manner that I have used since a mini-med insulin pump (13 years on mini-med pumps) I have experienced severe lows. Alarms were going off in my head that something was wrong with the pump with the number of times that this had been occurring. So once about 2 months ago I went so low that I blacked out in the driveway of our house while getting my husband to help me, called mini-med and went through the entire troubleshooting to find that no problem was found with the pump on their end so it was written off as user error, I had gone through how much insulin should be in the pump and compared it to how much insulin was in the pump and there was a unaccounted for amount of approximately 50ish units, then on the 18th I changed by infusion set again. Within 24 hours I was in the ER with a low blood sugar that had left me passed out in the kitchen even after treatment. With glucagon, half a chocolate cake and whatever food my husband managed to get me to eat in route to the ER. The highest by blood sugar reached that night was in the high 200 range. With that I knew something was wrong with the pump. Went through all my insulin consumption including priming my sets to find that 20 units was unaccounted for. Once again I ran all the tests and the numbers then called mini-med to have the event written off as user error. Tonight I was scared to the point that every detail as I was getting ready to change my infusion set I paid attention to when the first set of beeps went off saying that the piston had come into contact with the reservoir and was ready to pump insulin through went off. I looked a the clear window and noticed that there was about a 20 unit gap there between the piston rod and the reservoir. It clicked this gap although the insulin pump was moving insulin was the unaccounted for insulin if at any time it became placed into the position where it was supposed to be. This scared me enough to call them, and contact you because no where in troubleshooting was the question asked if the piston rod was coming in full contact with the reservoir during 2 prior phone calls. I have another refurbished pump arriving on wednesday that I am putting to use because by diabetes it so brittle that while on shots I was almost past 10 shots a day at times. Right now until then I am on blood sugars every 2 hours through the night until I can contact my endocrinologist in the morning. But my main concern is that this entire ordeal, my fear of the companies pumps now, a trip to the ER, my husbands fear of me passing away while he is at work due to an unforeseen overdose all could have been avoided if while troubleshooting the pump either of the two times or in troubleshooting instructions that was a step anywhere.